Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with ceftazidime intraperitoneally for two weeks (dosage and frequency not reported) and cefazolin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis. The cause of death was unknown. Six days prior to the initial receipt of this report, the patient was hospitalized for an unrelated event and was discharged to a hospice facility approximately three days after the initial receipt of this report. The patient was not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. Peritoneal dialysis was stopped on an unknown date in the same month as the receipt of this report. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date during hospitalization, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.